Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI = (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and prior to introduction into the scope, the nurse observed a kink in the over sheath but decided to use the clip. The clip was deployed successfully onto the defect, however, the clip appeared to be stuck onto the kinked over sheath. After wiggling the over sheath, the clip was successfully separated from the over sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was deployed and not returned. A kink in the control wire was noticed. The sheath grip was detached from the over sheath. It was also found that the over sheath was accordioned near the sheath grip and was kinked from the distal end. This failure occurred outside the patient and is likely due to handling of the device without direct patient contact. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during a gastroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure and prior to introduction into the scope, the nurse observed a kink in the over sheath but decided to use the clip. The clip was deployed successfully onto the defect, however, the clip appeared to be stuck onto the kinked over sheath. After wiggling the over sheath, the clip was successfully separated from the over sheath. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.